Manufacturer narrative:
Continuation of d10: product ID 8781 serial# (B)(6) implanted: (B)(6) 2023: product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider via a clinical study indicated important patient information.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving bupivacaine and dilaudid (compounded) via an implantable pump. The drug concentration and dose rate for both hydromorphone and bupivacaine were unknown / not specified. It was reported that the patient reported headache which worsened with activity. The patient also experienced nausea and vomiting following personal therapy manager (ptm) activations. Medications administered on (B)(6) 2023 included fioricet. On (B)(6) 2023 the patient reported persistent headache with ringing in his ears. The symptoms began after implant of the pump and catheter. The patient had indicated using oxycodone and was avoiding ptm use as of (B)(6) 2023 the patient later presented to the emergency department (ed) secondary to headache on (B)(6) 2023. A neurologist attributed this to a csf leak. It was indicated that the patient does have nausea and vomiting which could also be related to chemotherapy or intrathecal (it) medications, as the patient reported nausea vomiting following ptm activations as well. The headache persisted but improved when lying down. It was indicated that no action was reported via a phone call on (B)(6) 2023. The patient also reported on (B)(6) 2023 having experienced headache following ptm activations. The patient was pending an epidural blood patch for cerebral spinal fluid (csf) leak and was receiving treatment for cancer which was noted as may be confounding the reported symptoms. An epidural blood patch was performed on (B)(6) 2023. The patient reported 80% improvement following epidural blood patch on (B)(6) 2023. As of (B)(6) 2023 the patient denied side effects following ptm activations. The outcome of the event was resolved without sequela as of (B)(6) 2023. The clinical diagnosis was cerebral spinal fluid leak. The device diagnosis was indicated as being not applicable. Regarding etiology, the relationship of the event to the device or therapy was possible, but further noted as having been unrelated to the implant procedure. It was further noted that the drug action that caused the event was an increase dose.

Manufacturer narrative:
Concomitant medical product: product ID neu_unknown_cath serial# unknown implanted: (B)(6) 2023 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown, medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.